Manufacturer narrative:
(B)(4) final report. It was reported that there was an aseptic loosening of the patella and that the patient underwent a traumatic quadriceps rupture which suggests that the patient had a fall/trauma. The appropriate device details were provided. The manufacturing records were be identified and reviewed. Parts conformed to material and dimensional specifications at the time of manufacture. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision. The reporter did not answer. The revision could have been caused by the arthrofibrosis or by the fall. Based on the information provided, the root cause is likely to be external but it is not currently possible to differentiate the root cause between the fall and the arthrofibrosis. This case is now considered closed. Should additional information be provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex revision due to arthrofibrosis after 2 years and 6 months.

Manufacturer narrative:
(B)(4) initial report: the appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.